Manufacturer narrative:
Additional devices for this complaints: bat204519 - battery / catalog number 1650de / expiration date 31jan2016 UDI #: unk, (B)(4). Bat221120 - battery / catalog number 1650de / expiration date 31ju:2017 UDI #: unk, (B)(4). Bat204736 - battery / catalog number 1650de / expiration date: unknown UDI #: unk, (B)(4). Bat204737 - battery / catalog number 1650de / expiration date 31jan2016 UDI #: unk, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that there was battery switching around noon from one controller port to the other when two batteries were connected. The battery was on an active port and showing three bars on the battery gauge when the controller switched over to the other port. The patient had no critical alarms and there was no noted pump stop. The controller and four batteries were exchanged without any incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the unit passed functional testing but failed visual inspection due to an illegible release indicator on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. This is an additional observation not related to the reported event and likely due to the patient use or due to wear. Failure analysis of the returned (B)(4) revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections. Additional system component being reported for this event: serial #: (B)(4), device available for evaluation: 08/21/2017, device evaluated by MFR: yes returned to manufacturer, serial #: (B)(4), device available for evaluation: 08/21/2017, device evaluated by MFR: yes returned to manufacturer, serial #: (B)(4), device available for evaluation: 08/21/2017, device evaluated by MFR: yes returned to manufacturer. Serial #: (B)(4), device available for evaluation: 08/21/2017, device evaluated by MFR: yes returned to manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.